Event description:
This device was implanted on (B)(6) 2004, and remains implanted at this time. A call placed to technical services states that there is a random fluctuation in the measurements in rv and svc shock impedance in since implant. The physician was unknown. The healthcare facility was at (B)(6) hospital. No additional information is available at this time. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).